Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced suspected peritonitis manifested by cloudy pd effluent, abdominal pain, and decreased appetite. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized. The patient was treated with ceftazidime injection (1g). Patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
Additional information: b2, b3, b5, b6, b7, d10, e1, h6 and h11. B5: upon follow up, it was reported the patient peritonitis diagnosis was confirmed. The cause of the peritonitis was break in aseptic technique. The break in aseptic technique was not further described. The peritonitis was manifested by fever. The patient was hospitalized and was discharged on an unknown date. Ceftazidime injection was given once daily, intraperitoneally and discontinued. The patient was also treated with vancomycin injection, 1g every 5 days, intraperitoneally, and discontinued. At the time of this report patient recovered from all the events. After the recovery of events, pd catheter was removed and the patient was switched to hemodialysis (hd). Same hd is ongoing. Retraining for break in aseptic technique was done. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.